Manufacturer narrative:
Analysis of the device found corrosion and moisture on the top side of gear wheel three, moisture on bottom side of the pump head gear, residue on one of the pump head rollers and one of the pump tube guides, slight pump tube wear with residue, and significant residue and wear on the upper shaft of gear two.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving gablofen (2000 mcg/ml at 2510.6 mcg/day) via an implantable infusion pump. The indication for use was noted as intractable spasticity and multiple sclerosis. It was reported a motor stall occurred. A motor stall occurred on (B)(6) 2016 with a recovery three hours later. On (B)(6) 2016 another motor stall occurred with a recovery on (B)(6) 2016. The current motor stall occurred on (B)(6) 2016 at 05:45 and a tube set message occurred on (B)(6) 2016 at 05:45 which was confirmed via the event logs with no recovery to date. The hcp did not know if the pump had been audibly alarming because of all the other audible equipment in the patient's intensive care unit (ICU) room. A computerized tomography (CT) of the patient's head was performed on (B)(6) 2016 but no other electromagnetic interference (emi) was confirmed as a cause for the stalls. On (B)(6) 2016 the patient was admitted to the hospital/ICU. The patient was currently intubated. The hcp noted it was hard to tell if the patient had any intrathecal baclofen (itb) withdrawal symptoms because of being intubated. The symptoms experienced by the patient were unknown. The pump reservoir had approximately 3cc of drug and the next refill date was (B)(6) 2016 but the hcp was not going to refill the pump if it was going to be replaced. It was later reported that the patient had the pump replaced. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). The patient experienced baclofen withdrawal as a result of the motor stalls. The pump was replaced and the event resolved.

Event description:
Information was received from a health care professional (hcp) indicating that the patients pump stopped and did not alarm.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) indicated no troubleshooting was performed and the pump was replaced. The cause of the motor stalls remained undetermined. The patient was fine and had recovered from the withdrawal and was out of the ICU. No further information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.